Event description:
It was reported that there was a warning for high capture threshold on the right ventricular (rv) lead. Also, there were no diagnostics available for the implantable pulse generator (ipg). The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (b)(60 2009. (B)(4).